Event description:
It was reported that the bd micro-fine¿ ultra¿ pen needle was clogged and prevented insulin flow during use. The following information was provided by the initial reporter, translated from dutch to english: customer reported that he uses novopen 5 en novopen echo with our bd micro-fine ultra needles 4 mm from years. Lately it happens again and again that there is a needle in between that is clogged. So there is no insulin coming out. This morning that was the case again and now customer has decided to report it again.

Manufacturer narrative:
Correction: it was reported that the bd micro-fine¿ ultra¿ pen needle was clogged and prevented insulin flow during use. The following information was provided by the initial reporter, translated from dutch to english: customer reported that he uses novopen 5 en novopen echo with our bd micro-fine ultra needles 4 mm from years. Lately it happens again and again that there is a needle in between that is clogged. So there is no insulin coming out. This morning that was the case again and now csutomer has decided to report it again. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was deter no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Mined that no corrective action is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra pen needle was clogged and prevented insulin flow during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported that he uses novopen 5 en novopen echo with our bd micro-fine ultra naaldjes 4 mm from years. Lately it happens again and again that there is a needle in between that is clogged. So there is no insulin coming out. This morning that was the case again and now csutomer has decided to report it again. He wants to return this needle to you us all pleasure, but last time it was very laborious with a courier. If we can send me a reply envelope, he will put the needle in a plastic, lockable bag and send it to you."